Event description:
It was reported that the patient had the artificial urinary sphincter, implanted in 2004, cuff component removed due to recent decrease in continence. The pump and balloon remain implanted and not in use. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. The new pump and balloon were implanted on the contralateral side. No further complications occurred in relation to this event.